Event description:
After an implantation period of approx. 100 month the device could not be interrogated during follow-up. Pacing could not be observed on ECG. The pacemaker was explanted and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was subjected to an electrical investigation. Neither an interrogation was properly feasible, nor an anti-bradycardia output signal was present, confirming the clinical observation. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery. The microcalorimetry analysis showed no anomalies. Next, the battery was opened for destructive analysis and the inner assembly was inspected. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In conclusion, the device was implanted for approximately 100 months and the battery was found depleted. The root cause for the premature battery depletion could not be determined conclusively. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional.